Manufacturer narrative:
Updated fields: b5, e2, e3, d2 (added light source, cv-180 and model number of scope), g2 (added health professional). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and additional information provided by the user facility. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the failure of the 180 scope images not being displayed was caused by a faulty patient board set. There has since been a design change to prevent reoccurrence of the event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the user facility. According to the user facility, the intended procedure was a colonoscopy. The procedure was completed using a similar device. There was a 30 minute delay, however, the patient had not yet undergone sedation. During the procedure, an evis exera ii video system center had also been replaced but there was no reported allegation against the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation confirmed the user¿s report. During the evaluation, the device was not displaying an image on the screen due to a faulty board set. In addition, the evaluation found corrosion on both the top cover and front panel chassis and a stain on the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac) via the phone, the cv190, evis exera iii video system center, displayed no image and color bars when connected to 180 model scopes. There is no image on the screen despite the pigtail connection indicating a working connection. Multiple scopes and a different maj-1430 were attempted with the same result. The user facility did not have any model 190 scopes to try. The event was reported to have occurred prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.